Manufacturer narrative:
First name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2022, with lot number 2089719. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings assessed, as surgical damage. Additional observations: wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been explanted and replaced.